Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. An ams sparc was implanted on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2010 due to erosion. The patient had a suprapubic arc suspension and sparc needle suspension on (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: 06/22/2016. It was reported that following insertion the patient experienced urinary frequency, inability to control bladder, incontinence, retention and urinary tract infection. (B)(4). Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced erosion, infection and other problems [mesh was growing into tissue]. It was reported that on (B)(6) 2010, the patient underwent surgery (*as written) due to eroded mesh. (B)(4)¿mesh growing into tissue.